Manufacturer narrative:
(B)(4). Evaluation summary: the device passed hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to failed power up verification for no power and earth leakage. The assignable cause of the reported problem was determined to be caused by a malfunctioning power supply printed circuit board (pcb) caused by overheated j1/p1 connection on the accomp pcb. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.